Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed undersensing of a ventricular fibrillation episode causing a delayed tachy shock therapy. Reportedly, this patient was initially treated with two bursts of anti-tachycardia pacing (atp) as the device was not sensing the vf in the tachy shock treatment zone, without converting the arrhythmia. Subsequently, the vf was accelerated likely due to the provided atps, and a shock was delivered successfully converting the patient. Technical services reviewed the case and recommended consulting the physician for re-programming or medical adjustments on the patient. This ICD remains in service and no adverse patient effects were reported.